Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, when gas flow was 5ml/min, the fraction of inspired oxygen (fio2) would change to 100% and when the gas flow was 1ml/min fio2 changed to 97%. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval in progress, but not yet concluded. This report is being submitted to the FDA as a result of a retrospective review of product complaints.